Event description:
Reporter alleged he attempted to test on the aviva system when was hurting all over and felt sick to his stomach but couldn't get a result due to an error message. Reporter stated that he was driven to the hospital and a result around 500-800 mg/dl was obtained on their system before he was admitted and treated intravenously. Reporter stated that he was put in a step down unit of the hospital and kept for 6 days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.